Manufacturer narrative:
The device analysis indicated there was no telemetry communication and no output, consistent with a depleted battery. The device was cut open to enable further testing and the battery was found below end-of-life level. Extra power consumption was observed during analysis, consistent with an anomalous integrated circuit on the hybrid.

Event description:
During an in-clinic follow-up, the device was not able to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.